Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. Customer stated that the insulin pump received low battery alert prior to the replace battery alert. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature was of insulin pump was inactive. Customer was treated with manual injection. Customer did not alleging insulin pump was under delivering. Customer performed high pressure test, however test result was to repeat the high pressure test. The customer was advised that the insulin pump needed to be replaced and revert to the back up plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No delivery anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No replace battery now alarm noted during testing or in the device trace download